Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2010 and performed all self-tests, alongside random manual power ons, up to the 29th january 2012. The device records temperatures below the recommended minimum standby temperature. The device failed multiple self-tests due to a low battery between february 2012 and december 2013. Multiple manual power ups of ten minutes duration were observed in the device memory between 1st-10th september 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure due to adverse storage conditions. The ten minute time outs would suggest membrane failure. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.